Event description:
Information received indicates the coil cable is cut which exposed bare wiring. This did not affect bed functions.

Manufacturer narrative:
The technician replaced the coiled cable to repair the bed.